Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the gantry on the system was extended and it made grinding noises and would not extend far. The site engineer reported tha there was a cover that was off track and making the grinding noise. They adjusted the cover and the system was no longer making the noise and seemed fully functional. There was no patient present when this issue was identified. No further information was provided.